Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a vascular planned treatment was continued when the issue happened. The procedure completed as planned. A philips remote service engineer (rse) received a complaint indicating that system was unable to perform fluoroscopy or exposure. After reviewing log file, rse found that the fluoroscopy command was sometimes stopped before the x-ray was initiated. Rse confirmed that there was no system malfunction the user did not press the foot switch completely. To resolve the issue, rse provided guidance to the customer on the proper system operation, also guide if fluoroscopy command was executed, it was not completed before the x-rays were emitted, causing the fluoroscopy to be cancelled. After repair, the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the issue was caused by user. The user did not press the foot switch completely. The reported malfunction did not happen due to the philips product, it¿s basically happened due to in proper system operation. This event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to perform fluoroscopy or exposure. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.